Event description:
Clinical study. Same case as MFR# 6000089-2004-00929. Five days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the distal left anterior descending (lad) with 97% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 (distal lad) was treated with placement of two taxus express2 8.8% drug eluting stents (3.5 x 12 mm and 2.5 x 16 mm respectively.) There was no residual stenosis in the stented segment. The pt was discharged the following day on plavix and asa. The pt was readmitted 4 days later with chest pain and right groin pain. The pt ruled out for mi with serial cardiac enzymes and ekgs. Vascular ultrasound revealed a large cystic mass over the femoral vessels in the right groin. There was no evidence of pseudoaneurysm or av fistula in the right groin. Hematoma was confirmed by abdominal CT 3 days later. Cardiac catheterization two days ago revealed: lad (target vessel) - 20% proximal narrowing; taxus stents widely patent; 90% narrowing at the ostium of diag1 (possibly representing plaque shift from prior procedure), lcx - minor plaquing with up to 30% narrowing in mid portion, rca - minor plaquing with 20-30% narrowing in proximal and mid portions. The ostial lesion in diag1 was treated with predilatation and placement of a 3.5 x 12 mm taxus express2 8.8% drug eluting stent. There was 0% residual stenosis. The pt was discharged 4 days later. The investigation site reported that the event was not related to the taxus stents.